Event description:
It was reported that the patient with this right ventricular (rv) lead, which had been implanted in the patients left bundle branch, presented syncope. This rv lead was examined and presented high pacing threshold measurements. X-ray imaging was performed and a perforation was suspected. Subsequently, this rv lead was explanted and a new lead was implanted in the rv position. No additional adverse patient effects were reported. This product has not been returned for analysis.